Event description:
It was reported that a peice of the tip is missing.

Event description:
It was reported that a piece of the tip is missing.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The scope was evaluated by eye and with eye loupe to determine the scope has a piece of distal tip missing. The distal tip has fiber, outer tube damage, and the outer tube needle has a dent. The fiber damage is severe enough to allow moisture into the scope when sterilized. The root cause was traced to be that the damages occurred during use/handling by the customer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.